Event description:
It was reported that a month prior to the report, the patient¿s settings were changed by her healthcare provider (hcp). When the patient checked the implantable neurostimulator (ins) status later on, the patient programmer indicated that it was turned off. The reporter indicated that the patient knew she did not turn the ins off on her own. It was noted that the patient¿s tailbone hurt and she wanted to turn stimulation up. The patient reportedly increased stimulation to 0.3v. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that at one point the patient adjusted their stimulation up it was too high but they were able to turn the stimulation back down and the issue was resolved.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v188958, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).